Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found below the filter on the line of a vented paclitaxel set. It was filled with an unspecified amount of an unknown chemotherapy drug. This occurred during priming. There was no patient involvement. No additional information is available.